Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported cause was not determined. A likely contributing factor was mechanical irritation in the implant pocket. Patient had an appointment on (B)(6) with patient and physician in the hospital. According to the patient, they have pain in the area of the implant site. These discomforts persist even when the device is turned off. The physician believes there is mechanical irritation in the pacemaker pocket. A surgery date has been scheduled. The device will be transferred to the opposite side on (B)(6). The patient's indication for use was constipation and pelvic floor cramps.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported a dysfunctional sacral neuromodulation. In (B)(6), patient had an implantable neurostimulator (ins) implanted. For some time, the ins had been causing patient major problems. Regardless of the current setting, the device has been continuously delivering a consistently strong intensity for about a week. Despite a significant reduction in the current, the tingling and intensity remain unchanged. They have become very unpleasant and painful. It was also noticeable that the tingling now occurs on both sides, and patient feels severe pain in the area of the scar above the implant. If the ins was turned off, the discomfort disappears, but cramps and bowel movements recur. An x-ray was already performed. These showed no evidence of a cable break or disconnection. For a better assessment, an additional lateral pelvic x-ray was recommended, which has now been performed. An in-clinic appointment had been requested with healthcare professional (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the issue has been resolved and the device is still in use.